Event description:
Upon notification of two occurrences in the field the customer contact pulled a random (unopened) device from stock. The device was opened and the customer tugged on the tubing to determine the strength of the bond and the tubing separated easily from the back of the male luer.

Manufacturer narrative:
Although the malfunctioning device was not returned to vygon, complete investigation and lot history has begun. The results of the investigation are still pending and will be forwarded to FDA via a follow-up MDR upon investigation completion. A recall has been initiated; customer and FDA were notified (B)(4) 2013.